Event description:
It was reported that the pt expired (date not specified); the system was returned to the MFR. It was noted that an x-ray from approximately (B) (6) 2010 revealed the catheter 1 cm beyond foramen magnum. It was 'unknown' if the event was attributed to the device system; the cause of death was noted as 'presumed underlying hallovorden-spatz - pkn'. Additionally, the hcp noted that there was 'rapid progression of underlying disease led to pump placement'.

Manufacturer narrative:
(B) (4).